Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla ii guide extension catheter with an introducer sheath. The hypotube and collar were microscopically and visually inspected. Visual inspection revealed that the distal shaft was separated at the collar. The distal shaft did not return for product analysis. The collar appears to be slightly flattened. There were kinks on the hypotube at 45cm and 73cm from the handle. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the distal shaft at the collar was separated.

Event description:
It was reported that a device fracture occurred. An 8f guidezilla ii guide extension catheter was selected for use inside an 8f mach 1 guide catheter. The procedure was 3 hour chronic total occlusion (cto) procedure. The target lesion was located in the middle left anterior descending cto artery. Upon successful crossing of cto and intervention, the guidezilla ii catheter was removed without resistance. During withdrawal, only the hypotube was removed. It was observed that the guidezilla ii fractured at the neck within the mach 1 guide catheter. The physician secured the fractured distal end of the guidezilla ii and removed the mach 1 and guidezilla ii successfully together. The procedure was completed with the original device used. No complications were reported and patient condition was fine. The patient was discharged the following day.

Event description:
It was reported that a device fracture occurred. An 8f guidezilla ii guide extension catheter was selected for use inside an 8f mach 1 guide catheter. The procedure was 3 hour chronic total occlusion (cto) procedure. The target lesion was located in the middle left anterior descending cto artery. Upon successful crossing of cto and intervention, the guidezilla ii catheter was removed without resistance. During withdrawal, only the hypotube was removed. It was observed that the guidezilla ii fractured at the neck within the mach 1 guide catheter. The physician secured the fractured distal end of the guidezilla ii and removed the mach 1 and guidezilla ii successfully together. The procedure was completed with the original device used. No complications were reported and patient condition was fine. The patient was discharged the following day.